Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab on one pt. Results as follows: date: (B)(6) 2012, inratio: 4.0, lab: 1.79. Pt's therapeutic range is unk, but historically falls around 2.0.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test result (s) with lab result (s) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: (4.0), lab: 1.79, mean: 2.9, confidence limits: (1.8 - 4.2), results: fail. Reported results are outside of the determined confidence limits for passing accuracy comparison. Criteria for testing accuracy has failed, and the values are discrepant beyond the documented variability for pt/inr testing. No strip lot info was provided. No product associated with the complaint is expected for return. No further investigation is possible. Conclusion: analysis of client's data from inratio and reference method revealed that test results did not meet accuracy criteria. Root cause could not be determined from the info provided by the customer. No strip lot info was available and no product was expected to be returned; further investigation for product performance could not be performed. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.